Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure"), ovarian cyst ("ovarian cysts with adhesions") and pelvic adhesions ("ovarian cysts with adhesions") in a (B)(6) year-old female patient who had essure (batch no. 654828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (laparotomy for ablation of uterine tubes and uterus), surgery (ablation of ovaries) and surgery (ablation of part of sigmoid colon). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, ovarian cyst, pelvic adhesions and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, medical device removal, ovarian cyst and pelvic adhesions with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 724 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure"), ovarian cyst ("ovarian cysts with adhesions") and pelvic adhesions ("ovarian cysts with adhesions") in a (B)(6) female patient who had essure (batch no. 654828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (laparotomy for ablation of uterine tubes, uterus, ovaries and part of sigmoid colon). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, ovarian cyst, pelvic adhesions and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, medical device removal, ovarian cyst and pelvic adhesions with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 693 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.